Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set with duo-vent spike was unable to prime. The event was further described as diprivan would not flow into the primary vented tubing. This occurred during prime. There was no patient involvement. No additional information is available.